Event description:
Customer's wife reported issues with the insulin pump. Customer states that the insulin pump is not working. Customer also states that there is a key pad anomaly. Customer's wife also states that her husband broke his leg and was hospitalized. The blood glucose at the time of hospitalization was 35 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump esc button did not respond due to flattened button dome switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive button. The insulin pump received with minor scratched display window, broken belt clip slot and cracked reservoir tube lip.